Manufacturer narrative:
The event was confirmed via x-ray review. The device history record review for the reported lot determined that the device was manufactured and packed to specification. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as, product return, postoperative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause.

Event description:
Aseptic loosening on the femoral part of the device was reported. The surgeon has requested a complete replacement implant.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Aseptic loosening on the femoral part of the device was reported. The surgeon has requested a complete replacement implant.